Manufacturer narrative:
The company rep examined the system and was unable to reproduce the customer reported problem. The company rep replaced the cassette latch seal. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during vitrectomy surgery, vitreous cutting was poor or none. The procedure was completed with a surgical delay of less than 15 mins. There was no pt harm reported.